Manufacturer narrative:
The sample was not returned for evaluation, therefore the reported condition could not be confirmed or duplicates and the assignable cause could not be determined. A batch review has been conducted which revealed that the product met all acceptance criteria for release. (B)(4).

Manufacturer narrative:
The sample is available for evaluation. A follow up report will be filed upon receipt and completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
On (B)(6), 2010, the customer reported an intermate was leaking. The device was received with solution in the packaging, and the labels were difficult to read. The unit was pre-filled by civa with pamidronate; civa admixture code is (B)(4), lot# is either (B)(4). The problem was noted prior to product use sand there was no patient injury or medical intervention. Sample is available for evaluation.